Event description:
It was reported that the ilet displayed a flashing green light and did not charge when connected to the charger, and the same charger did not charge a phone, indicating a charging problem associated with the battery charger; the user was advised that a third-party charger could be tried, though performance was not guaranteed. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem attributable to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.